Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. A debranching of the abdominal branch vessels (from the right common iliac to the celiac and superior mesenteric arteries) was also performed. While advancing the ctag, blood leakage was observed from the junction of the catheter shaft. The deployment position was promptly determined, and the stent graft was deployed. No hemodynamic deterioration or blood transfusion was reported. After the deployment of all devices, a type ii endoleak was observed via angiography. The superior mesenteric artery was surgically ligated as a treatment. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system (cmds) was returned for evaluation. The device evaluation showed the following: the device evaluation showed no abnormalities in the handle assembly, manifold, braided shaft, tuohy-borst or at the connection between the catheter and handle. The report of blood leakage at the catheter from the event description could not be confirmed during the device evaluation. No root cause for the reported blood leakage at the catheter junction could be identified. No manufacturing deficiency was identified during the device evaluation.